Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 51 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated they figure out boluses on their own without using the bolus wizard, since they don't trust it. Since the customer manually calculates their boluses, over blousing is a problem. Troubleshooting was not completed. The customer had a lot of sensor glucose versus blood glucose fluctuations. The customer had 2 car accidents in (B)(6) 2016 and 2 years ago due to low blood glucose. The insulin pump will not be returned for analysis.